Event description:
Alleged a patient cut their foot on the IV pole socket at the left foot end of the stretcher. The patient was treated with a bandage.

Manufacturer narrative:
The technician found the IV pole socket plug was missing. The technician replaced the socket plug to repair the stretcher.